Event description:
It was reported that two (2) large volume infusors completed infusion 6-7hours earlier than expected. The issue occurred during patient infusion. The expected infusion time was 24 hours. The device contained 6000mg cefazolin in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/ d10: the events occurred on january 21 and 22, 2026. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between may 22-23, 2025. H11: one actual device was received for evaluation containing 31ml of fluids in the bladder. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.